Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the injectors did not take hold of the lens well, and the plunger in the injectors was positioned below or above the lens. The plungers had generated marks on the lenses on repeated occasions. No patients were affected. Additional information received stating that the cataract surgery with an intraocular lens (iol) implant procedure was completed on same day. There was no impact on the patient.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report that the plunger was positioned below or above the lens causing damage to the lens; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.